Manufacturer narrative:
The device was not returned for evaluation. The customer disposed of the product. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced a pneumothorax. A chest tube was inserted and the patient was admitted in the hospital. The physician was able to complete the case. There was no issues with the biopsy forceps, and the physician was unable to determine what caused the pneumothorax because it was discovered postoperatively.